Event description:
Pt. Had (rt) total knee replacement on 2/4 with combined general epidural anesthesia. Epidural remained in place x 2 days for pain mgmt. On 2/6/97, the epidural was removed. Per anesthesia the catheter was broken and the tip of the remaining catheter "had an appearance consistent with prior kinking". A measurement of the broken catheter by comparison with a new catheter indicated about 13 cm of the catheter remained in situ. 2/14 - general surgeon removed catheter. Abbott rep; was in hosp day of occurence and was reported to him verbally per anesthesia dept.